Event description:
It was reported that following a successful stereotactic breast biopsy procedure, the probe was difficult to remove from the needle guide insert. The user applied additional force to remove the probe and was inadvertently cut with the tip of the probe needle on the left index finger. The user required three stitches in the finger. Reportedly, the user is doing well.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The device has not been returned. Therefore an evaluation could not be performed. The investigation is currently underway.